Manufacturer narrative:
Please note that this device is available for analysis, but has not been rec'd as of this writing. Add'l info rec'd will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following mfg number 9610978-2009-00084.

Event description:
The report rec'd from the affiliate indicated that during pta of a lesion with 30-40% stenosis below the knee, when inflating the pta savvy balloon for the first time, leakage of the dye was observed and it was assumed that the balloon was perforated. It was also discovered that the distal part of the sv-5 wire broke inside of the balloon while still in the pt. The devices were removed together from the pt and there was no injury to the pt. The product had not been resterilized and there were no kinks or damages noted before the insertion. The wire had not been reshaped by the user. The wire was visible on fluoro throughout the procedure and was advanced into the distal vasculature. The wire was not torqued against resistance. During withdrawal, the wire became fixed or caught.